Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils, a pod packing coil (pod pc), and a non-penumbra microcatheter. During the procedure, the physician placed ruby coils in the target vessel using the microcatheter. Next, while advancing a pod pc into the target vessel, the physician experienced resistance and, consequently, the pod pc had unintentionally detached. Therefore, the physician used a snare device to remove the detached pod pc. It was also reported that a vessel spasm occurred; however, the vessel spasm was not directly related to the pod pc. The physician ended the procedure at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils, a pod packing coil (pod pc), and a non-penumbra microcatheter. During the procedure, the physician placed ruby coils in the target vessel using the microcatheter. Next, while advancing a pod pc into the target vessel, the physician experienced resistance and, consequently, the pod pc had unintentionally detached. Therefore, the physician used a snare device to remove the detached pod pc. It was also reported that a vessel spasm occurred; however, the vessel spasm was not directly related to the pod pc. The physician ended the procedure at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. The pusher assembly was not returned for evaluation. Evaluation revealed that the embolization coil stretch resistant component was fractured, and the embolization coil was unraveled. This damage may have been incidental to the reported complaint and may have occurred during snaring of the embolization coil for removal. Due to the returned condition and pusher assembly not returning for evaluation, the root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.